Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
Primary procedure, right hip. It was reported that the impactor bolt became cross-threaded when it was inserted into the cup. Surgeon confirmed there are no allegations against the impactor bolt or the shell. The shell was implanted using a new bolt. The procedure was completed successfully with no surgical delay.

Manufacturer narrative:
An event regarding a thread damage during involving an impactor bolt was reported. The event was confirmed based on evaluation of the returned devices. Method & results: device evaluation and results: visual inspection of the returned device noted that the device was returned in used condition. Damage was observed on the male threads. Examination of the returned device by a material analysis engineer noted that damage consistent with cross threading was observed on the male threads of the impactor bolt. X-ray florescence spectroscopy were was performed on the bolt and the analysis showed that the device was consistent with the drawing (17-4 ph). Hardness testing was performed per (B)(4) on the threaded stud of the bolt which had a hardness of 47hrc meeting the drawing requirement of 40hrc minimum. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. Dimensional and functional analysis were not performed as the device was returned in damaged condition. Clinician review: no medical records were received for review with a clinical consultant. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies.  Complaint history review: there have been no other similar events for the reported lot. Conclusion: it was reported that the impactor bolt became cross-threaded when it was inserted into the cup. Surgeon confirmed there are no allegations against the impactor bolt or the shell. Examination of the returned device by a material analysis engineer noted that damage consistent with cross threading was observed on the male threads of the impactor bolt. X-ray florescence spectroscopy were was performed on the bolt and the analysis showed that the device was consistent with the drawing (17-4 ph). Hardness testing was performed per (B)(4) on the threaded stud of the bolt which had a hardness of 47hrc meeting the drawing requirement of 40hrc minimum. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. No further investigation is possible at this time. If further information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Primary procedure, right hip. It was reported that the impactor bolt became cross-threaded when it was inserted into the cup. Surgeon confirmed there are no allegations against the impactor bolt or the shell. The shell was implanted using a new bolt. The procedure was completed successfully with no surgical delay.